Event description:
It was reported to boston scientific corporation that two pinnacle anterior-apical pelvic floor repair kits were implanted into the patient on (B)(4) 2009. Associated manufacturer report #3005099803-2012-03664 pertains to the other device. According to the complainant, the patient experienced chronic pain, dyspareunia, erosion, bleeding, infections, constant foul odor coming from the vagina area, mesh extrusion and recurrence of pelvic organ prolapse. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.